Manufacturer narrative:
Device passed displacement, active current measurement, and self tests. However, it failed sleep current measurement tests unable to verify unexpected battery power loss alarm, low battery alarm, problem isolated to electronic assembly.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had battery issues with the insulin pump. The replace battery now alarm occurred several times in a week. The customer¿s blood glucose level was unknown. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the replace battery now alarm. They stated that the battery was not previously used. They stated the insulin pump had been dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.